Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled at dn from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).